Event description:
The customer reported erroneous low patient results generated for ise (ion selective electrode) which includes na (sodium), k (potassium) and cl (chloride) when using nesting cups involving the au5800 clinical chemistry analyzer. The erroneous patient results were not reported out of laboratory. The customer did not provide patient demographics. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and identified the failure as malfunction sample probe, sample syringe and misalignment on dispense and passing lane. The fse replaced the sample probe, sample syringe and corrected sample aspiration position alignments for dispense and passing lanes. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).